Event description:
The patient experienced return of tremor. Impedance readings were high. The physician detected a break in the wire of the extension at the lead/extension connector. The extension was replaced and impedances were normal. The patient recovered without sequela.

Manufacturer narrative:
The extension has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.